Event description:
Per "usp": "upon entering the patient's room the nurse noted that the hanging intravenous fluid was leaking from the tubing area. Closer examination revealed that the leak occurred at the junction of the extension set tubing and the 0.22 micron filter. This is the second similar event with this tubing." 58 year old, female patient. No patient compromise reported.